Event description:
An ophthalmic surgeon reported that the carton containing 23 gauge probes was labeled incorrectly. The individual products inside the carton were labeled correctly, but the label on the outside of the carton was incorrect. There was no pt involvement associated with this event.

Manufacturer narrative:
The customer reported event of mislabeled carton was confirmed through attached photographs. The product inside the carton was a 23 gauge probe. The individual product inside the carton was labeled correctly, but the english label on the outside of the carton was for a 2500 stand alone probe. The native language ((B)(6)) label on the outside of the carton was correct. A review of complaints for the last 24 months did not indicate any additional similar reports for this standalone probe. In addition, a review of complaints for the last 24 months did not indicate any additional similar reports for this 23 gauge probe. The root cause cannot be determined conclusively. An internal investigation has been opened to address this issue. (B)(4).